Event description:
A report from (B)(6) for an event in (B)(6) as follows: this patient was intervened 4 months ago treat a fracture of the proximal phalanx of the second finger of the left hand and correction of malrotation of the second (2) finger osteomoty and reduction; at the visit the patient said to have fallen down approximately 1 week ago, suffering trauma of the finger, with pain. The radiograph evidenced rupture of the bone fixation material. New surgical management was required to remove fractured material and to reduce the fracture with new bone fixation material. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not for diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Only 1 part of the broken plate was returned, providing no information on lot number. For evaluation 2nd part of the plate, lot no. And x-rays would be required. The incident (breakage after 4 months and after fall) is likely to have had a major impact on plate breakage.